Event description:
It was reported that the device had a short battery life. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead may have moved over time which caused increased threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.